Event description:
Update: e1 facility name corrected to (B)(6). The sales representative reported on behalf of the customer, that the ias12-120lpi, airseal 12/120mm lpi port was being used during an unknown procedure on (B)(6) 2023 when it was reported ¿blue valve on airseal sound cap broke off.¿. Further information was requested from the reporter but to date no further information is available. There was no report of injury, medical intervention, or extended hospitalization to the patient or user. This report is being raised on reported injury due to a possibility of a foreign body being retained.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. A two-year lot history review cannot be conducted as a lot number was not provided. A device history review cannot be conducted as a lot number was not provided. (B)(4). Per the instructions for use, the user is advised that if using the optional sound cap (8 mm, 12 mm): inspect sound cap foam and seal prior to use; use caution when inserting a sharp or large device through the blue sound cap seal; inspect the sound cap after use for physical damage of any kind. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer, that the ias12-120lpi, airseal 12/120mm lpi port was being used during an unknown procedure on (B)(6) 2023 when it was reported ¿blue valve on airseal sound cap broke off.¿. Further information was requested from the reporter but to date no further information is available. There was no report of injury, medical intervention, or extended hospitalization to the patient or user. This report is being raised on reported injury due to a possibility of a foreign body being retained.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.